Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor smooth round moderate profile (catalog #:3501655, serial #: (B)(4)) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2020.

Manufacturer narrative:
On 1/18/2020, mentor received additional information regarding the replacement device. The replacement device is a 350cc mentor smooth round moderate profile prosthesis (catalog #: 3501655, serial #: (B)(6). On 1/27/2020, the suspected medical device was returned for evaluation. On 1/31/2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device , no apparent damage was observed. Leak test revealed that there was a rupture in the posterior view, measuring approximately less than 0.1 cm. During the microscope examination, striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4).